Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 278 (mg/dl). A correction bolus was administered to address bg levels. System check with tandem technical support indicated pump was performing as expected; however, cartridge uses humalog and is on it's third day of use. Customer changed supplies and bg levels returned to target range. Recommendation was made to discuss infusion site options with health care provider.